Event description:
A baxter sales representative emailed baxter corporate product surveillance regarding a facility report of a pediatric extension set in which a no flow was observed. According to the report, when the extension set is attached to an unknown hospira primary set and a clave luer activated device, the carefusion pump alarms downstream occlusion. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.